Manufacturer narrative:
Additional information received: it was reported there was a type ib endoleak present with the observed loss of seal product analysis # (B)(4): internal review 29 sep 2020 film evaluation summary: the reported loss of seal with endoleak could not be confirmed on the films provided; therefore the cause of the event could not be determined. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Lack of pre or post-implant CT¿s did not allow for a thorough assessment of the patient¿s anatomy. It is possible that disease progression over time with enlargement of the common iliac artery may have been a factor in the reported distal loss of seal and endoleak. Analysis of the returned images did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an unmown size abdominal aortic aneurysm. It was reported that during a follow-up, approximately 78 months post index procedure, it was noted that the etlw1624c124e endurant limb on left side of the patient was no longer sealed in left common iliac artery. It was stated the limb was relined with an endurant ii stent graft and a non-medtronic device was deployed to treat the event. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.